Event description:
Healthcare professional additionally reported capsular contracture baker grade iii. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side rupture. The device remains implanted.